Manufacturer narrative:
The event of lead came out through incision was reported to abbott. The patient was originally implanted with 2 percutaneous leads, and the leads started to come out of the patient's incision. The patient's system was explanted to address the issue. The patient was implanted with a new system at a later date. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - section b5 verbiage - verbiage corrected correction - section d6b - date of explant - date of explant removed during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information was received stating the patient was originally implanted with 2 percutaneous leads, and the leads started to come out of the patient's incision. Surgical intervention took place where the system was explanted to address the issue. The exact date of explant is unknown. Surgical intervention took place again at a later date on 18november2024 where the patient was implanted with a new system. Per the rn the patients would is healing.

Event description:
It was reported that the patient's leads came out of their incisions. Due to the risk of infection, surgical intervention took place where the system was completely explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.